Event description:
The tip of the dual-pass catheter broke off during cardiac intervention and has migrated into the pt's ramus - it would not be retrieved using a snare and the pt is too sick for surgical removal.